Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
When the tub was being filled with water and operating the shower wand, the shower wand hose connection from the valve came loose. Water leaked all over inside on the tub motors, control box., and leaked on the floor, causing damage to the ceiling below the tub room